Event description:
It was reported that the pump battery would not charge despite being connected to a wall outlet with a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to try using a different wall outlet and, despite attempting to resolve the issue by leaving it plugged in for 30 minutes, the charging connection remained unstable. Using a different wall adapter did not resolve the problem. Customer was sent a replacement usb cable.